Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that 23 sep 2025, the doctor found luer hub/fitting has crack during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that"(B)(6) 2025, the doctor found luer hub/fitting has crack during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and one potential finding was found; however, without a photo or sample returned, it cannot be confirmed if this finding is relevant to the reported event. The instructions for use (IFU) provided with this kit instructs the user, "alcohol, alcohol-based solutions (e.g. Hibiclens, chloraprep), iodine-based solutions (povidone-iodine) peg-based ointments (e.g., bactroban), hydrogen peroxide, or exsept plus are accepted for use with this catheter at the exit site (including the juncture hub and catheter body). Ensure that solution is completely dry before applying an occlusive dressing. Warning: avoid excessive or prolonged use of alcohol-based solutions and ointments to clean catheter or site care." The IFU also instructs the user, "examine catheter and extension lines before and after each treatment for any signs of damage." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.